Event description:
It was reported that the patient developed an infection in (B)(6) 2009. The patient had also experienced urinary and/or bowel problems. The patient was currently in the hospital. The device system delivered fentanyl and dilaudid. In regards to the dose, the patient stated ¿it has been 800 of dilaudid and 200 of fentanyl, however on my last refill, I had it lowered down to 50 because my doctor has been telling me for two years that it is the pain medication causing the infections.¿ the patient corrected himself and stated that the doctor had been telling him for 4.5 years rather than 2. The patient mentioned that he had been taken off of oral medications. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78727, implanted: (B)(6) 2000, product type: catheter. (B)(4).